Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: fold creases, dark ring and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: opening extended is found with the following conditions: smooth edge on radius due to smooth opening and crease sharp on anterior assessed as fold flaw opening, stress marks and wear abrasion. Based on the device analysis the final assessment is: a opening extended is found with the following conditions: smooth edge on radius due to smooth opening and crease sharp on anterior assessed as fold flaw opening. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.